Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2013-00480 and medwatch 2210968-2013-00490. The same patient is represented in each medwatch.

Manufacturer narrative:
This is one of three medwatches being submitted. See also medwatch 2210968-2013-00480 and medwatch 2210968-2013-00490. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure and mesh was implanted to treat a cystocele and rectocele.

Manufacturer narrative:
It was reported that following insertion the patient experienced atrophic vaginitis. (B)(4).

Event description:
Medical hx: cervical dysplasia. Surgical history: bilateral salpingo-oophorectomy (2008), leep ((B)(6) 2008).